Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited noise that was oversensed and led to pacing inhibition for the pacemaker dependent patient. A revision procedure was performed where they were unable to recreate the noise. During the procedure the rv lead was surgically abandoned and the pacemaker remained in service. Six months later the pacemaker was explanted for reported normal battery depletion. Over five years later during an upgrade procedure, the rv lead was fully extracted. No additional adverse patient effects were reported.